Event description:
The information received indicated that the patient was admitted with a 70% stenosis in the renal artery. The vessel was not tortuous. The lesion had moderate calcification. A percutaneous transluminal angioplasty (pta) procedure was being performed, and it was noticed that the balloon marker bands were positioned one at the distal end and the other one at the center of the balloon on the delivery system. The total length between both marker bands was supposed to be 20mm, but it was found to be 10mm. The balloon length was 20mm, as specified. The marker band issue was found during the procedure. Specific timing of when this issue was found was unknown. Although the marker band issue was found during the procedure, the complaint product was not changed to another product and the procedure was successfully completed without patient injury. There was no adverse event and the patient is in stable condition. There was no anomaly noticed on the product prior to use.

Manufacturer narrative:
During treatment of a 70% stenosed renal artery, it was noted that the distance between the marker bands at the distal end and the center of the aviator plus .014 5.5x20 142cm balloon on the delivery system was 10mm instead of 20mm. The balloon length was 20mm as specified. The procedure was completed using the device without any other problems and there was no adverse event with the patient in stable condition. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot r0508072 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Ca aviator plus subassembly lot 0304080195 was reviewed and 42 units were rejected during the assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. It was observed during review that no nonconformance records were issued for this lot. No other incidents were noted that could be potentially related to the complaint reported. The marker bands operation was reviewed and no anomalies were found, the tests were accepted according to specifications. Without the return of the device for analysis the position of the marker bands cannot be confirmed, and no conclusion can be made regarding the event.